Manufacturer narrative:
Product analysis: it was determined at analysis that the radiofrequency (rf) head had internal corrosion and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.